Manufacturer narrative:
The pt remains on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt was experiencing low voltage alarms, along with symptoms of shortness of breath and very little energy for approx three mos. The vent filter and waveforms submitted for this pt were consistent with bearing wear.